Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient receiving baclofen and morphine via an implanted pump. The indication for pump use was spinal pain. It was reported that the patient came in with excruciating pain. The caller verified that patient was not hearing an alarm from the pump, but the patient had withdrawal symptoms. Per the patient, they had their pump filled last 4 to 5 months ago, and they had been trying to reach their managing healthcare provider but had not been able to make contact. The caller requested that a company representative come and check the pump. The agent connected the caller to nas (national answering service). Additional information was received later the same day from a healthcare provider and the patient via a company representative who reported that the patient reported going to the hospital due to withdrawal symptoms including shaking and increased pain. There were no environmental, external, or patient factors that may have led or contributed to the issue. The pump was interrogated, and the logs showed that the pump stalled and recovered after the 2 MRI scans that were done since the patient was hospitalized. There were no active alarms. No interventions/actions were taken. The issue was not resolved at the time of the report.